Manufacturer narrative:
Of the 2 devices, 1 lot number was provided, and lot history reviews were performed. Of the 2 reported malfunctions, no devices were returned for evaluation. Medical records was provided for 1 device and reviewed for each malfunction. Filter tiled was inconclusive for the first device. The second devices samples or medical records were not provided. Therefore, the investigation is inconclusive. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf320j. Vena cava filter allegedly experience malposition of device . These reports were received from various sources. All two events had no reported patient injury. One patient is (B)(6) years old, male and weight wasn't provided; however, the second patients age, weight, gender were not provided.

Manufacturer narrative:
H10: of the two reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury and was reported under emdr 2020394-2021-80783. H10: the lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is inconclusive for filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced malposition of device. This information was received from single source. One malfunction was involved patient with no reported injury. The male patient is 67 years old and weight was not provided.